Event description:
During a farapulse pulmonary vein isolation a faradrive steerable sheath clear was selected for use. Upon opening of faradrive sheath prior to any prep of it was noted that there was some fluid visible in the flush line. An exchange of the device was used to complete the procedure. The procedure was completed without any patient complications. The device is expected to be return for analysis. Additional information revealed fluid was observed in the flush tubing immediately upon opening the packaging, but no fluid was present in the sterile tray or elsewhere on the sheath. The device had not been flushed and was not near any liquids when the fluid was first noticed. The fluid appeared as small bubbles within the flush line, located near the sheath entrance and near the three way tap.

Manufacturer narrative:
B5: describe event or problem - updated.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation a faradrive steerable sheath clear was selected for use. Upon opening of faradrive sheath prior to any prep of it was noted that there was some fluid visible in the flush line. An exchange of the device was used to complete the procedure. The procedure was completed without any patient complications. The device is expected to be return for analysis.